Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter phone number: (B)(6). Reporter address line 1: (B)(6). Reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to hemodynamic shock.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. (B)(6) was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding, multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, the handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had right ventricular (rv) failure and blood dyscrasia due to being on extracorporeal life support (ecls) for 30 days. The issues evolved with clinical instability with multiple organ dysfunction associated with ischemia and reperfusion injury due to bleeding. The patient had rv dysfunction prior to left ventricular assist device implant, and pulmonary artery pulsatility index (papi) was below 0.9. Echocardiogram showed normal tricuspid annular plane systolic excursion and fractional area change, and it was determined that the patient had a sub-diagnosis of restrictive right ventricular function. The pump flow would not increase above 2.5 liters per minute (lpm) due to the rv dysfunction and the ecls-related bleeding.